Event description:
Customer called to report a pod that she was not sure was delivering insulin. She stated at 730 m yesterday morning, her bg was 330 where she delivered a bolus of 2.65u. Two hours later at 930 am, her bg rose to 349 where she delivered a 3u bolus. Shortly after the delivery of that bolus, customer stated she felt as if she had the chills and experienced what she described as heart palpitations. Customer called 911 at this point and was brought to the ER by ambulance. She said they removed the pod when she got in the ambulance and from that point continuing to the present where she is in the ER her insulin has been delivered by manual injection. Upon inspection of the pod in question, she stated it looked as if the insertion needle has not retracted. Customer received insulin under the supervision of ER doctors and will be back on the pod once her bg resumes a normal range. No further information reported.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation as of the report date. A follow-up report will be submitted if the product is subsequently received. Unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.